Event description:
The consumer alleges while wheeling in the chair, the caster came off the chair. No injury is alleged.

Manufacturer narrative:
User was transgressing terrain with there chair. A caster reportedly had come off. No serious injury reported. Product has not been returned for eval at this time so it is unknown if a malfunction occurred or if other factors such as misuse or abuse, or lack of maintenance may have caused or contributed to this incident. MDR filed as a conservative measure.